Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint of power connector on interface board. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests due to blank display. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the emt was called. Customer threw the device, device had a blank display. Customer's blood glucose was 37 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.